Event description:
It was reported to boston scientific corporation on december 22, 2022, an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the second flange of the axios stent did not open. There were no patient complications reported as a result of this event. A video of the complaint device was provided by the complainant and showed the axios stent was partially deployed outside the patient, and the handle was observed to be broken.

Manufacturer narrative:
Blocks b5, h6 (device codes), and h10 have been updated with additional information received on december 29, 2022. Block e1: the initial reporter's alternative phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed.

Manufacturer narrative:
Block e1: the initial reporter's alternative phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: the axios stent and electrocautery enhanced delivery system was received for analysis. Moreover, a video of the complaint device was provided, and media analysis was performed. Media inspection found that the stent was partially deployed, and the control hub was observed to be in positions (2) and (4), but no damages were noted in the handle. Visual inspection of the returned device found that the stent was fully covered and undeployed, and the outer sheath was detached from the control hub. No other issues were noted with the stent or the delivery system. Product analysis confirmed the reported device malfunctions of stent partially deployed and a broken handle. The investigation concluded that the reported failures were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the user, which could have resulted in damage to the handle and consequently made the stent unable to be deployed. Therefore, review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on december 22, 2022, an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the second flange of the axios stent did not open. There were no patient complications reported as a result of this event. A video of the complaint device was provided by the complainant and showed the axios stent was partially deployed outside the patient, and the handle was observed to be broken.

Manufacturer narrative:
The initial reporter's alternative phone number is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the second flange of the axios stent did not open. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.